Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the u-blade was inserted with u-blade inserter, the inserter was broken. However, the function of it was no problem and continue to use the complaint inserter and the operation was finished.

Manufacturer narrative:
The reported event that u-blade inserter gamma3® was alleged of 'instruments - broken, deformed, worn or scratched' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event (reprocessing information, how the device broke...) As well as the affected device (including the catalog# and the lot#) must be available in order to determine the root cause of the complaint event. However, based on complaint history, some possible root causes are, but not limited to : normal wear of the device, inadequate reprocessing of the device, misuse of the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the u-blade was inserted with u-blade inserter, the inserter was broken. However, the function of it was no problem and continue to use the complaint inserter and the operation was finished.